Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt was not receiving effective stimulation to her lumber region. The pt was hospitalized from (B)(6) 2014, during which time, her percutaneous lead was explanted and replaced with a surgical lead which resolved the reported issue. Please note: add'l device info was requested; however, no further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.